Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy (nearby leaflet slit). The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea and fatigue were cascading events of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation, prolapse and a cleft on the posterior leaflet for a mitraclip procedure. Two clips were implanted. The result was satisfactory and the mr was reduced to grade 1. On (B)(6) 2024, it was discovered that over time the second clip detached from the posterior leaflet. This was not initially visible as the clip remained immobile in the valve, but during the second clip intervention it was evident due to the mr nearby. The patient returned with recurrent grade 3-4 mr, shortness of breath, and reduced exercise tolerance. A second clip was placed to stabilize the single leaflet device attachment (slda). The mr was reduced to grade 1.